Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, after stopping the pump, leakage of blood plasma was observed when the shunt sensor was removed from the bpm probe. *no health consequences or impact.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.